Event description:
The international customer sent the device to the international service center for routine periodic maintenance. The manufacturer's service technician during service identified the touch screen did not react well. There was no patient involvement.

Manufacturer narrative:
The user interface touchscreen assembly was returned to the v60 vent manufacturing facility for evaluation. Visual inspection did not reveal any signs of damage or contamination. The returned touchscreen was installed into the manufacturer's test ventilator. The returned touchscreen was tested and no failures were identified. The root cause for the touchscreen failing during routine periodic maintenance performed on 02/15/2016 on the customer's v60 unit, could not be identified .